Event description:
Patient called to the helpdesk because on (B)(6) 2017, she realized that the smartview monitor has the status led off but the supply cable works because its led is on. The home monitor was checked on (B)(6) and the power connection of the monitor was found damaged.

Event description:
Patient called to the helpdesk because on (B)(6) 2017, she realized that the smartview monitor has the status led off but the supply cable works because its led is on. The home monitor was checked on november 8th and the power connection of the monitor was found damaged.